Event description:
It was reported the patient had fallen. Afterwards, the patient experienced difficulty communicating with the charger and did not maintain the ipg as recommended. As a result, the charger could no longer communicate with the ipg. An sjm rep attempted to troubleshoot the issue with a charger and programmer, but no communication could be established. The patient will undergo x-rays for further investigation of the issue.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.